Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lead flex cover was also found to be contaminated, and the upper and lower cases, ring cover, and two side bail covers were broken.

Event description:
It was reported the device powers down immediately after it is turned on. The device subsequently tested out of specification during manufacturer's analysis. Follow-up information received reported the condition was seen during testing of the device, prior to it being used on a patient.